Manufacturer narrative:
A company representative examined the system and probe, and found them to meet all product specifications. No samples returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A customer reported experiencing inaccurate biometry measurements with equipment. The diagnostic procedure will be rescheduled. There was no harm or injury to the patients.